Event description:
Babcock: sharp edge on proximal end of clamp got caught on serosal layer of large bowel causing serosal abrasion. Bladeless trocar: cone shaped plastic piece from inner sleeve dislodged and fell into pt's pelvic cavity; plastic piece was retrieved.